Manufacturer narrative:
Follow-up #1: date of submission 1/6/15 - device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings:confimred the ok, contrast, up, down keys are intermittintently responsive. No damage or peeling to keypad. Removed the keypad and found contamination under the all key contacts. Unrelated to the complaint, the display is dim pink, the battery compartment is cracked below bumper pad. Used returned battery cap which tightened fully.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.